Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers: (B)(6).

Event description:
It was reported while under sedation for a therapeutic endoscopic retrograde cholangiopancreatography the single use distal cover fell off from the duodenovideoscope into the duodenum and was removed with biopsy forceps. Diagnostic imaging was performed when retrieving and checking for wounds in the stomach. This caused a few minutes of procedure delay due to retrieval and the procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h3, h6, h7, h9, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned in damaged condition and did not meet specifications. The distal cover was found to be cracked on the bottom. The reported event was not confirmed; the top and bottom of the returned device was found to be undeformed, which means that the distal cover may have not been properly attached to the endoscope. However, there is no indication that this device was not used in accordance with the IFU/labeling, so the cause of this event at the user facility could not be determined. The returned device was already used, so the functional testing was performed using a representative device. During functional testing of the representative device, the top and bottom of the distal cover were found to be deformed, which means that the distal cover was properly attached to the endoscope. The distal cover has been verified to not drop off the endoscope when it is properly attached. As a result, no cracks occurred on the distal cover when it was attached to the endoscope. The distal cover has been verified not to break when it is properly attached. Based on the results of the investigation, it is likely the following led to the distal cover cracking: the connection between subject device and the endoscope became unstable, and the distal cover cracked due to increased stress while it is in use. Chemical stress caused by chemicals adhering to this product caused the crack. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.